Manufacturer narrative:
(B)(4). This complaint is for a report of a low drain volume alarm. Complaint is confirmed because patient reported air in the patient line during I-drain, which is a known cause of the low drain volume alarm. Source and cause of air in the line is unknown. This issue is being investigated through CAPA.

Event description:
The customer contacted baxter's service center regarding a low drain volume alarm, which occurred on the homechoice (hc) during use during initial drain. The home patient (hp) stated that there was air in the patient line. The technical service representative (tsr) informed the hp to end therapy and start over with all new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.